Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: screws did not back out of plate as stated in initial report when viewing x-ray. Probable cause is the fracture was not reduced enough to allow fixation long-term. Minimum amount of screws used (3) in proximal end did not allow for maximum fixation. Patient could have been non-compliant. Eval: no product was returned for evaluation. No lot number was provided; therefore, mfg records could not be reviewed.

Event description:
It is reported the proximal locking screws moved out from the locking holes. It is unknown if the devices have been revised. Implant date is unknown.